Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A surgeon reported a patient with a slight cloudiness of intraocular lens (iol). Surgeon indicated the patient's vision has also dropped. Additional information was requested.

Manufacturer narrative:
The customer indicated the use of a qualified cartridge and handpiece. Cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a viscoelastic, which is not qualified for the lens/cartridge combination used. The manufacturer internal reference number is: (B)(4).